Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter venogram revealed the filter was deployed below the renal vein and above the left bifurcation. Approximately eleven years and eight months post filter deployment, the patient presented with abdominal pain and right lower quadrant pain. Subsequent computed tomography (CT) revealed that an inferior vena cava filter remained in place. One of the tines of the filter had eroded into the adjacent vertebral body with the defect extended to the inferior endplate, unchanged. Therefore, the investigation is confirmed for the perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tine perforated into the adjacent vertebral body. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal and right lower quadrant pains and the current status of the patient is unknown.